Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery depleted from 50% to 5% after being connected to a power source. In addition, the pump was unable to be charged despite the attempt of multiple wall adapters and power sources. Customer reported blood glucose level was 178 (mg/dl). Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.